Event description:
The customer was not feeling well. The device was used to check their blood glucose and a result of 137 mg/dl was obtained. About 2 1/2 hours later customer went to the hosp and their glucose was in the 50's mg/dl. Pt was treated with an IV. Spouse said pt was taken to the hosp three other times and did not provide details. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.